Event description:
The event, as reported, does not constitute an MDR reportable event; however, the returned device revealed an MDR reportable event. It was reported to boston scientific corporation that a sensor wire was used during a gastrostomy on (B)(6) 2013. The complainant states that during the procedure a sensor guidewire was used instead of standard guidewire included in the package. According to the physician, resistance was met upon removing the guidewire from the body and he was then using a coloplast's nephrostomy catheter kit. The physician tried removing the guidewire thus, coating material of distal tip was peeled off, detached and remained in the renal pelvis. A percutaneous nephro lithotripsy was performed in order to remove the detached coating fragment but it was not successful. A second trial was done on (B)(6) 2013, to remove the fragment and results has not been obtained yet. The procedure was completed with this device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Visual inspection was performed. The entire length of the wire was examined and anomalies were observed. It was observed the coating peeled at distal end and the distal tip peeling exposing the core wire. Based on all gathered information, no further actions are considered necessary. The most probable root cause is: operational context.